Manufacturer narrative:
It was reported that "a 6 fr foley placed. Inflated with 3 ml per outer packaging label. Balloon burst and foley slipped out of urethra as patient urinated. Upon inspection, the foley catheter itself says to inflate with 1.5 ml but the outer packaging says to inflate with 3 ml." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "a 6 fr foley placed. Inflated with 3 ml per outer packaging label. Balloon burst and foley slipped out of urethra as patient urinated. Upon inspection, the foley catheter itself says to inflate with 1.5 ml but the outer packaging says to inflate with 3 ml."